Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a 99% stenotic lesion. After crossing the lesion, the maverick2 monorail balloon was ruptured during the first inflation at 6atms. The procedure was successfully completed with another maverick2 monorail balloon. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for top assembly batch # 8209431 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event could not be determined.